Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(6) was documented and investigated under (B)(4). The device was returned to a regional service center (rsc) for evaluation. The rsc also experienced the reported complaint of a no / n2 system leak during testing. Further investigation of the device found the leak was due to a shutoff valve failure. As a result, the shutoff valve was replaced, and the device passed all subsequent leak testing. The root cause for the no / n2 system leak was most likely due to a shutoff valve failure. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
A customer located in the united states contacted keenova on 29-dec-2025 to report they experienced a no / n2 system leak with their inomax dsir plus device while a patient was receiving inhaled nitric oxide (no) therapy. There was no report of patient harm associated with this event. The complaint device was returned to keenova for investigation. An internal employee performed a service order review for inomax dsir (B)(6). Review of the service order determined that the no / n2 system leak was caused by a shutoff valve failure. As a result, these service order findings meet the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled nitric oxide (no) at the time of the incident.